Event description:
It was reported that the patient wants the device explanted due to painful stimulation. During follow-up with the physician's office, it was indicated by the nurse that the explant of the device was for patient comfort. She indicated that the pain was located at the chest and the patient was very difficult, therefore they were unable to check the patient's device at the last visit as she was refusing treatment. The nurse indicated that diagnostics information was not available, however there was no note of device issue. Additional information was later received that the patient continues to have pain around the generator site and wants to have the device removed. The physician indicated that the device appears it could pop through the skin. There has been no reported trauma to the area. Clinic notes were then received indicating the patient had breakthrough seizures and was hospitalized. The patient does not feel their device is working and continues to have pain at the generator site. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient had their device removed. The facility the explant took place discards all explants after surgery. No additional relevant information has been received to date.